Event description:
The customer reported that the ac power module failed to charge the unit.

Manufacturer narrative:
The customer reported that the ac power module failed to charge the unit. Philips sent the customer a replacement ac power module, and subsequently the customer reported that replacing the ac power module resolved the failure.